Event description:
It was reported that the cause of the low flows was not identified. The low flows resolved post transfusion of 6 units of red blood cells. The patient was transfused on (B)(6) 2021 for hemoglobin/hematocrit of 6.6 g/dl/22.3%. Repeat hemoglobin/hematocrit values on (B)(6) 2021 were at 9.4 g/dl/32.0%. The patient continued to get octreotide injections, ferrous sulfate and pantoprazole.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted; although a specific cause for the reported low flow alarms could not be conclusively determined, it was reported that the alarms resolved following blood transfusions. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported the specific cause of the low flow alarms was not identified, but the alarms resolved following the blood transfusions. The patient follows up with a cardiologist at an outside hospital and continues to receive medications for treatment/prevention of gi bleeding and iron deficiency anemia. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ongoing symptomatic anemia with 2 days of weakness and dizziness on (B)(6) 2021. Labs showed a critical hemoglobin and hematocrit of 4.5 g/dl and 14.8 l/l, respectively. The patient reported black stools with the pump alarming for low flows. Gastrointestinal work up was non-revealing. The patient was admitted on (B)(6) 2021 for transfusions and a gastrointestinal consult. Gastrointestinal consult on (B)(6) 2021 revealed no immediate plans for any endoscopic procedures. The patient was given transfusion to maintain hemoglobin of >8.0 g/dl. Hemolysis work up was done. Proton-pump inhibitors were continued to be administered twice a day. Octreotide was also continued. The patient received 6 units of packed red blood cells. The event outcome was determined to be chronic with sequelae.